Event description:
Info from rt manager: on (B)(6) 2021; @ 05:46 pt on apvcmv setting. Then at @ 08:45 settings changed to simv vt500 rr15 fio235% ti 3.20 peep 10. Pt monitored for changes. Changes noted @ 13:19 vent change to ti 1.00. 14:02 vent settings changed back to apvcmv. 14:02 fio2 increased to 80% while being monitored. 14:11 pt went into cardiac arrest. 14:25 per family request CPR was stopped and pt was pronounced deceased.